Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va24xw5, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 978b128, serial/lot #: (B)(4), ubd: 28-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient experienced a return of symptoms. The distal end of the electrode broke during the explantation. The patient was very thin. The surgeon saw by the radioscopy the subcutaneous remaining part of the electrode. It was noted that the surgeon decided to remove the remaining part of the electrode and the event was resolved.